Manufacturer narrative:
Event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported that for probably the past 4- 5 months, they have been having issues with charging and the "unit" has stopped working. Caller stated that they would see a doctor symbol on the recharger but once they would start charging, the message would go away. Now, it's to the point that it won't take a charge at all. Patient service specialist had caller attempt to charge the implant during the call and caller saw the poor communication screen - pt stated they last successfully charged the implant probably a month ago. Agent reviewed implant battery life expectancy and eos.  Patient was redirected to their healthcare provider to further address possible implant replacement. Agent sent email to device registration to update pt's follow up hcp. No symptoms were reported.